Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 30mm sjm rigid saddle ring was implanted. Post procedures an electrocardiogram (ECG) was performed and lower wall ischemia was noted. A coronary angiogram procedure (cag) was performed. The lower wall ischemia is thought to be due to the procedure. On (B)(6) 2021, atrial fibrillation and fluid overload was noted due to the procedure. On (B)(6) 2021, a pacemaker was implanted and IV medications were administrated. The patient is still experiencing dyspnea, tiredness, nausea and septum pain. The patient is recovering. The patient has a history of hypertension. Additional information is pending. (Crd_985 - arb pmcf, eu1671-303; r618952601, r618146801, r618146501, r617859901, r618146801).

Manufacturer narrative:
An event of lower wall ischemia, atrial fibrillation, fluid overload, dyspnea, tiredness, nausea and septum pain were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported on 19 july 2021, a 30mm sjm rigid saddle ring was implanted. Post procedures an electrocardiogram (ECG) was performed and lower wall ischemia was noted. A coronary angiogram procedure (cag) was performed. The lower wall ischemia is thought to be due to the procedure. On (B)(6) 2021, atrial fibrillation and fluid overload was noted due to the procedure. On (B)(6) 2021, a pacemaker box was implanted and IV medications were administrated. The patient is still experiencing dyspnea, tiredness, nausea and septum pain. The patient is recovering. The patient has a history of hypertension. Additional information recieved on 08/06/21; on (B)(6) 2021, decreased hemoglobin (hb) was noted and patient recieved a transfusion of 2 units of packed cells and a pericardial effusion was reported requiring drainage. On (B)(6) 2021, a pacemaker was implanted. Crd_985 - arb pmcf, eu1671-303; r618952601, r618146801, r618146501, r617859901, r618146801)